Manufacturer narrative:
The customer did not retain the model or lot number which determines the date of manufacture and the 510k. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the airway adapter was not staying in place on the endotracheal tube. It was reported that the ventilator adapter on the end repeatedly falls out of the tube and they had to use "dermabond" to glue the adapter in place. There was no injury reported.